Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that an xtra-silent nite slide-link appliance was defective. Doctor's office stated that this is being returned due to being broken. The patient first received the appliance on (B)(6) 2023, and on (B)(6) 2024 the patient stated that the right anchor was broken. No injury was reported. No relevant medical history of the patient was reported.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned in the original case. The returned device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent but had a yellow discoloration. General cleanliness - the returned device appeared to be not clean. An anchor was broken off of the device, causing a side of the connector to be disconnected from the device. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Additional information: d9. The manufacturer internal reference number is: (B)(4).